Event description:
It was reported that the device was turned on then the temperature rose rapidly, and an alarm went off. The event occurred during priming at the facility. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3: date of event; unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. No defects were found in the appearance of the product. The customer reported issue of "when it was turned on then the temperature rose rapidly, and an alarm went off" was confirmed. The cause was the gorman-rupp industries (gri) pump, which prevented the circulating water from circulating. The gri pump was replaced, and the device passed all functional and performance tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.